Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, during a leg interventional arteriogram, the distal soft tip of the .018 sv5 short 300cm guidewire ¿striped off¿ of the catheter and separated from the core of the wire. No patient complications or injury occurred.

Manufacturer narrative:
Complaint conclusion: during an interventional arteriogram of the lower extremities, the distal soft tip of the .018 sv5 short 300cm guidewire ¿striped off¿ of the catheter and separated from the core of the wire and a fragment was left inside the patient. The patient's hospitalization was not extended because of the event. The patient was noted to have recovered. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot: 35234409 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires- fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported event as these characteristics are known to cause damage to guidewires. Per the instructions for use, which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum additional information received indicated that the event occurred while the device was inside the patient and fragment was left inside the patient. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.